Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 02/08/2021.

Event description:
The customer reported low oxygen (o2) pressure and high enteral o2 pressure. The ventilator was providing therapy to a patient. The patient was swapped to a different ventilator and no additional harm was reported. The customer spoke with a remote service engineer (rse) who advised the customer to check the event log and there were no codes found of any significance. The customer located an error code for "occlusion: safety valve open alarm" for which the rse advised the customer to perform troubleshooting. The customer had low o2 inlet pressure. The wall o2 was set to 44 psi. The customer increased the wall pressure to 52 psi. The ventilator intermittently alerted low o2 inlet pressure. The rse advised that the flow and pressure encompass the pressure and the ability to maintain that pressure with flows occurring. The rse advise the customer that the flow requirements for the ventilator is 40-90 psi with a minimum flow requirement of 200 lpm, then advised to perform the performance verification as a troubleshooting tool and to run the o2 flow testing. The rse and customer discussed the steps for testing and that if the steps are high that could be a sign that the unit is starved for o2. The rse suggested to check the hose and any adapters used for restrictions. The customer reports that during the alarm they were using the ventilator as non invasive with a lot of mask leak. The customer reports high internal o2 pressure. The rse suggested to perform the pvt for troubleshooting. The customer was provided the part number for an oxygen regulator assembly and an o2 inlet filter. The customer increasing the wall supply corrected the issue.